Event description:
It was reported to covidien on 1/19/2010, that a customer had an issue with a scd compression sleeve. The customer reports that the pt got blisters and bruising on the leg.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded.